Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(6).

Event description:
The customer stated that a falsely elevated architect ca19-9 result of (B)(6) was generated. The patient had no known malignancy. The patient's suspected diagnosis was: fibroma, post (B)(6). The sample was tested with (B)(6) tubes (to remove heterophilic antibodies) and a result of 10.99 u/ml was generated. There was no report of impact to patient management. The customer reported the incident to the (B)(6) federal agency for healthcare safety; (B)(4).

Manufacturer narrative:
Customer complaint data was reviewed and no adverse trends were identified for the issue under investigation. Accuracy testing was completed to evaluate the assay performance of lot 17161m500. The testing met the acceptance criteria. The architect ca 19-9xr reagent package insert was reviewed and was found to adequately address the issue. The investigation did not identify a malfunction/deficiency.